Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no damage of the nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event is preventable and detectable by handling device as per the following instructions for use (IFU): operation manual includes the detection way in chapter 3 preparation and inspection. Reprocessing manual includes the preventive measures in chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was not confirmed and insufflation did not work. Also, evaluation found the scope cover was damaged, the insertion tube insulation was in the low range, the bending angulation was out of specification, the universal cord was cracked, and the bending section rubber adhesive was separated. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that insufflation of the evis exera iii colonovideoscope did not work. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was a dark rubbery material, which seemed to look like seal residue that could not be removed and clogged the nozzle. The report is being submitted due to the foreign material in the scope found during evaluation.

Event description:
Additional information received from the customer reported the event occurred during a diagnostic procedure. The procedure was completed with the scope.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. See b5. This event is under investigation. A supplemental report will be submitted upon receiving additional information.